Event description:
It was reported that a spectrum pump had a sys error 322 in the event history log. It was also reported that the device was not involved with a pt when this issue was discovered.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.